Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient was treated with antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #:(B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient was treated with antibiotics.

Manufacturer narrative:
Additional information was received that the patient's infection was not device related and there was also no information if it was procedure related.